Event description:
Received one device. Inspection found peeling downstream occlusion sensor (dso) seal. It was reported that the lens, door, and rear case were scuffed. There was no patient involvement.

Manufacturer narrative:
Received one device. Inspection found peeling downstream occlusion sensor (dso) seal. Dso seal replaced and sensor calibration performed. Performed verification testing and device passed all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.